Event description:
Dr went to start his thermal ablation on this pt and when the balloon was plugged into the machine, and the overheat error code came on. This product was in the pt and removed. No harm to the pt.